Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient's ipg was end of life. It is unknown if prematurely occurred. Surgical intervention may be pending to address the issue.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.